Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/04/2020.

Event description:
It was reported that the unit failed to alarm when the patient's mask disconnected. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. The unit alarmed correctly and no errors were found in the unit's logs. There was also no indication of a speaker abnormality. The manufacturer's international service technician performed operational and functional testing on the unit. Periodic maintenance was performed.